Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported that while using the vela ventilator; the device displayed transducer fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
The suspect faulty main printed circuit board assembly was returned to vyaire and evaluated. It was determined that the pressure transducer pt 801 failed through a review of the event log and device testing.